Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was unable to deploy the taxus express2 8.8% 2.50 x 12 mm drug eluting stent. A stent strut was sticking out. It is unknown if the strut was bent during use or outside the body. The procedure was successfully completed with another taxus express2 2.50 x 12 mm stent. No pt injuries or complications were reported.